Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during testing. It was unable to perform the occlusion and the excessive no delivery tests due to motor error alarm. Device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error while filling the cannula. The customer tried to rewind three times but the motor error alarm would recur not allowing the customer to complete the rewind sequence. The drive support cap is recessed. The device was not exposed to a magnetic field. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.